Manufacturer narrative:
The device was received for evaluation. Visual inspection and functional testing including leak testing, clear passage test and clamp function test was performed. There was a leak noted from a broken occluder foot. The reported condition was verified. The cause was determined to be a broken occluder foot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the minicap was removed from the transfer set, fluid leaked out of the transfer set while the twist clamp was in a closed position. The transfer set had been in use for four months. There was no patient injury or medical intervention associated with this event. No additional information is available.